Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician had difficulty in advancing the spybite biopsy forceps through the spyscope ds. He straightened the tip of the spyscope ds but the spybite did not come out. It was noticed that the working channel sleeve of the spyscope ds protruded. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician had difficulty in advancing the spybite biopsy forceps through the spyscope ds. He straightened the tip of the spyscope ds but the spybite did not come out. It was noticed that the working channel sleeve of the spyscope ds protruded. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(Device codes): problem code 2979 captures the reportable event of working channel sleeve protrusion. A visual assessment was performed after disinfection. As received, the working channel sleeve (wcs) protruded. The tips of the sleeve were frayed. Maximum wcs protrusion remained consistent when the distal tip was articulated by turning the knobs in all directions. A spybite was inserted and able to pass through the working channel with no resistance. The spybite was then inserted while the working length was held in loops and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The distal tip was aligned between the black markings on the path, with the shaft of the catheter oriented such that the working channel was on the inside of the radius in the path. The spybite passed freely and without resistance through the working channel. The reported complaint of accessory difficult to advance was not confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.